Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 512 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.